Event description:
It was reported that the patient's implantable pulse generator (ipg) interrogation showed a possible ventricular sensing issue. The transtelephonic monitoring report indicated potential late sensing or undersensing occurring. The patient was brought in for evaluation of sensing functionality. The device was reprogrammed to correct the sensing issue. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr203b implantable pulse generator (ipg) (B)(6) 2005, 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).